Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) had migrated from the space of retzius to outside the inguinal ring. In addition, the device did not inflate properly. A surgical procedure was performed during which the physician wanted to see if he could reposition the reservoir, but the space of retzius was not ideal and kept herniating out. The medical staff decided to explant the existing reservoir and replace with a low profile conceal reservoir and placed it submuscular. No patient complications were reported.